Event description:
It was reported that the patient suffered from infection. The lead was explanted and replaced with competitor lead. The patient was stable post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.